Manufacturer narrative:
Evaluation, results: (B)(4) patient's condition affected effectiveness of device (anatomy related due to the conical neck and the sharp turn in aorta by the renals). Evaluation, conclusion: (B)(4) device failure/lack of effectiveness related to patient condition (anatomy related due to the conical neck and the sharp turn in aorta by the renals).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.8 cm in diameter abdominal aortic aneurysm. The vessel morphology was reported as the aortic neck is 24 mm in diameter at the renal arteries, 32 mm in diameter 1.4 cm below the renal arteries, and has moderate thrombosis and moderate angulation. There is a sharp turn right at the renal arteries where the suprarenal hooks are at. There is a horseshoe kidney. There are multiple (5) renal arteries. The right iliac artery was 12-14 mm in diameter and the left iliac artery was 13-15 mm in diameter. There is moderate tortuosity and mild calcification bilaterally in the iliac arteries. It was reported that the bifurcated stent graft was implanted; however there were difficulties during the removable of the nose cone. The delivery catheter was caught in the suprarenal stent due to the severe angulation of the aortic arch. The physician was able to remove the device with twisting and turning the device. There was no movement of the stent gra ft. No clinical sequelae were reported, and the patient is fine.